Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, damaged case) has been confirmed. Upon investigation the monitor passed tesing, however the belt receptacle was pulled from the monitor case and slightly pulling out of the j1001 connector on the ca board causing intermittent service code 204s. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and that the patient was experiencing a service code 204 (belt/monitor unusable).